Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Additionally, the customer reported insulin delivery stopping but declined to provide further information with tandem technical support. Customer¿s blood glucose level was 200 mg/dl.